Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) displayed fault code 27 (encoder fault) and fault code 34 (encoder failure) messages was confirmed during archive review and functional testing. The root cause for the fault codes was due to a failure of the integrated encoder gearbox. A review of the archive data showed fault code 27 and fault code 34 errors: thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 27 and fault code 34 errors occurring during a 4-minute run with the zoll medium torso fixture. The integrated encoder gearbox was replaced to remedy the fault codes. Following service, the autopulse platform passed the run-in test and load cell characterization check without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported issue and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
The customer reported during shift check, the autopulse platform (sn (B)(6)) displayed fault code 27 (encoder fault) and fault code 34 (encoder failure) messages. No patient involvement.